Event description:
It was reported that intermittent malfunctions alarm occurred. Reportedly, the pump was dropped onto a hard surface. Customer was able to reset the pump to resolve the malfunctions and continued to use the pump for insulin therapy until the replacement pump arrived. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer addressed their bg level with a correction bolus.

Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.